Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). High lv (left ventricular) pacing outputs were noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2011; 407645 lead, implanted: (B)(6) 2010. (B)(4).